Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator¿s keypad was not working. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s keypad was not working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd display was not functioning. The device's lcd display need to be replaced to address the issue. In addition of the above evaluation, the devices blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination, which was not related to the malfunction/issue.